Manufacturer narrative:
Based on the claim against the product by the customer noting the endoscope view had upside down, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The endoscope plus, 30 deg was analyzed and the complaint regarding the endoscope view had upside down was not confirmed nor replicated by failure analysis. The endoscope was found with no error in the log, and the image was good in both eyes. However, the endoscope bearing friction and cable integrity (visual damage) at zone c were noted.

Event description:
It was reported that prior to a start of a da vinci-assisted surgical procedure, an endoscope image orientation issue was noted. The procedure was completed with no reported injury.